Event description:
It was reported that when the clinician attempted to measure the r waves, they continually received a message stating there were not enough sensed events to complete the test even though the clinician could see the ventricular senses. It was determined that even though the patient does not have an atrial lead, the device was attempting to measure p waves; thus, the message regarding there not being enough sensed events was in relation to the p waves. The r wave measurements were eventually able to be obtained and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead: (B)(6) 2012. (B)(4).